Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
It was reported that this implantable defibrillation lead exhibited increasing shock impedance measurements. The shock impedance measurements were later noted to be out of range along with an increase in pacing threshold measurements. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.